Manufacturer narrative:
Fsc-3300-150 - fuse 1c colonoscope. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure (date is unknown.) According to the complainant, during the procedure the scope broke. Reportedly, there was leaking at the scope tip. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A fuse 1c colonoscope was returned for analysis. A functional evaluation of the scope confirmed a reported leak. The evaluation found a leak from the body of the unit caused by a deterioration of the glue at the biopsy valve. The valve was resealed to resolve the issue. The evaluation also found delamination of all led windows. The led windows were replaced to resolve this issue. The reported issues are most likely due to expected or random component failure. Therefore, the most probable root cause classification of this complaint is designated as component (unknown cause). A review of the repair history record was performed and nothing was found to indicate a possible service-related cause for the complaint. A similar complaint trend review revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a procedure (date is unknown.) According to the complainant, during the procedure the scope broke. Reportedly, there was leaking at the scope tip. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.